Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient previously had an MRI without putting their device to MRI mode.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-18052, 1627487-2021-18053. It was reported the patient's ipg became inoperable. As a result, the patient underwent surgical intervention during which the system was explanted and replaced.